Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding posterior capture weld fracture and disassociation involving a specialty triathlon mis size 4 cutting block was reported was reported. The event was confirmed. The device was returned for evaluation. A material analysis has been performed. The report concluded: the laser weld connecting the posterior fixed pin to the cutting block body fractured. Evidence of poor root fusion was observed. No material defects were found on device features evaluated. Device history review concluded, there were no reported discrepancies regarding the referenced lot. The complaint history review concluded, there have been no other events for the reported lot. The investigation concluded that root cause of the weld fracture at the pin-posterior capture interface was poor root fusion of the laser weld. An nc was issued to address the product nonconformance regarding the weld out of specification manufactured by an outside supplier.

Event description:
It was reported that during primary left knee surgery, when surgeon used cutting block, part of the cutting block broke off.

Event description:
It was reported that during primary left knee surgery, when surgeon used cutting block, part of the cutting block broke off.